Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, as the physician attempted to position the lead, the patient flatlined. The lead could not be positioned, so the physician elected to no longer use the lead and replace it. On (B)(6) 2016 it was reported that the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.